Manufacturer narrative:
The completed lead was returned. Blood/body fluid were seen in the lumens which was normal. The lead passed electrical continuity testing. The stylet insertion test failed due to blockage encountered 845 mm from the terminal end. Laboratory analysis concludes that this issue was a known inherent risk based on the direct observation of the lumen being blocked, likely by an agglomeration of polymer (lead and guidewire) and blood/body fluid. This is typically due to interaction between the lumen and an inserted stylet or guidewire.

Event description:
It was reported that during the implant after all the leads were successfully implanted when it was time to connect the lead to the device header resistance was experienced when attempting to remove the guidewire from this left ventricular (lv) lead. The resistance was very high thus this led to buckling of the lead inside the superior vena cava (svc) as well as outside the area of the incision. The lead and the guidewire were flushed with saline. After the lead replacement good parameters were seen and a good lead position. Due to the issue with the guidewire a redo of the lv lead placement took place with a new set of tool and product. The lead was not used and returned for analysis. No adverse patient effects were reported.